Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture

Event description:
Brazil. Allegedly a patient underwent breast augmentation mammoplasty 4 years ago and has developed deformity and pain in the left breast over the past 3 months. An MRI was performed and demonstrated findings consistent with capsular contracture baker grade IV. On examination, the breast was noted to be firmer/harder.. Ultrasound shows signs of intracapsular rupture on both implants (l: 21120129-29/ r: 21120129-16)